Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-11-13 crts (B)(4) (hcp): concerning patient with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. It was reported MRI compatibility guidelines were requested. The patient was experiencing really bad back pain. It was unknown whether the pain was related to the patient ¿s device or therapy. Caller stated patient came to the ER yesterday and they believe patient "fell or something" and is now in a lot of pain. No further complications were reported/anticipated.